Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the aligners still don't fit. I've tried soaking them in almost boiling water to soften them and put them on, but it hasn't worked. Update (B)(6) 2024: I chipped a tooth while trying to get the aligner to fit. There is no evidence of a letter of recommendation on file, no indication of a preexisting condition, and no additional information has been reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.